Event description:
It was reported that while using the ilet with dexcom g7, the user experienced hyperglycemia after announcing a meal; subsequent follow-ups showed persistent readings of 270 mg/dl progressing to ¿high,¿ and later fingerstick values around 340 mg/dl, with discovery of chewed infusion set tubing after a full supply change. Symptoms included hyperglycemia with moderate ketones, without loss of consciousness or other acute complications reported. Outcomes included temporary elevation of glucose outside target range and the need for troubleshooting and supply replacement, without hospitalization or professional medical intervention. Investigation included customer interviews, review of use conditions, and guided troubleshooting with replacement of infusion set and related disposables. Investigation of this case revealed evidence of an infusion delivery interruption due to damaged tubing, consistent with an external tubing breach causing under-delivery of insulin and resultant hyperglycemia; no pump alarms or device malfunction were reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related external damage to infusion set tubing leading to insulin delivery interruption.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.